Manufacturer narrative:
Follow-up received on 01-oct-2014. Product technical complaint investigation and final assessment were updated: the bayer reference number for the ptc report is (B)(4). Final assessment: since product was returned to us for investigation, we were able to conduct an investigation of the actual device involved in this complaint. We were able to inspect the micro-insert, the outer catheter, the inner catheter, and all parts within the handle assembly. Micro-insert found to be detached and deployed as received. The outer coil was tangled. The final rollback was not completed. We were unable to identify any quality defect or device malfunction at this time. We also conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. Conclusions: the possibility of pieces of the delivery system or micro-insert breaking off during the procedure is an anticipated event. According to the dfmea, the main consequence is a physician inconvenience because the procedure could need to be aborted or rescheduled. Medical assessment: this ptc was initiated due to a reported product quality issue and usability issues. However, no adverse events were reported at this point in time. The provided sample was investigated by the responsible quality unit. The technical assessment concluded unconfirmed quality defect. Since no adverse events were reported no batch signal review for similar adverse events could be conducted. No causal relationship between the reported product quality issue and adverse events can be assessed, as no adverse events were reported at this point in time. The reported usability issues will be subject to post market surveillance monitoring. The list of similar cases contains reports with similar events coded in meddra. It includes recent cases received by bayer pharma and older cases received from the previous owner of the essure product (conceptus). These legacy reports have been re-coded according to bayer pharma standards. In this particular case a search in the database was performed on (B)(4) 2014 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed 859 cases. Bayer is closely monitoring the benefit-risk profile of essure. This includes consideration of the legacy cases in safety analyses. The cumulative review of the reports has not yielded any new safety signal. Company causality comment: this medically confirmed report refers to female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced the implant was broken before release (during the placement) and complication of device insertion. Upon receipt of technical investigation, event the implant was broken before release (during the placement), interpreted as a device breakage and previously considered unlisted according to reference safety information for essure, was updated to listed (anticipated). All the events were considered non-serious. During difficult insertion, single cases have been reported of essure breakage. In this particular case, it was only mentioned that the implant was broken before release (during the placement) without details about this event. Thus, causality between the events above and essure use was considered as related. This case was regarded as other reportable incident due to the reported breakage. Ptc final investigation: at the time of this medical assessment, the technical investigation concluded unconfirmed quality defect and that reported event is anticipated event. Based on the information available, there is no reason to suspect a quality defect. No further information is expected.

Event description:
This is a spontaneous case report received from a pharmacist in (B)(6) on 03 june 2014 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and the implant was broken before release (during the placement). It was stated that anomaly concerning the insert was observed in operating block during placement and that there was no anatomical cause that could explain the anomaly. Bilateral placement was performed with another device. France bhp local drug safety dept assessed the event with essure as near incident. No further info was provided. Ptc investigation result was received on 24 june 2014. This adverse event report is related to a product technical complaint (ptc). (B)(4). Final assessment: since neither product was returned for inspection nor do we have a photograph of the actual device, we cannot determine exactly what the failure is. Based on our experience with the complaints of a similar nature, it is likely the reporter is referring to an event in which the micro-insert was bent or stretched into a shape which rendered the device to be unusable, and hence, "broken." Since no product was returned for investigation, we cannot confirm this quality complaint. Conclusions: the report did not state a patient injury occurred. The possibility of pieces of the delivery system or micro-insert breaking off during the procedure is an anticipated event. According to the dfmea, the main consequence is a physician inconvenience because the procedure could need to be aborted or rescheduled. Medical assessment: this case reported complication of insertion due to breakage which occurred before release. The reported event is not necessarily indicative of a quality defect. No additional ae case reports have been received to date in relation to batch number b72578. No batch signal can be identified at this time. The review of the lot history records confirmed that the product met product release specifications. No complaint sample was provided for a technical investigation. At the time of this medical assessment the technical investigation concluded "unconfirmed quality defect" and that reported event is anticipated event. Based on the info available, there is no reason to suspect a quality defect. Company causality comment: this medically confirmed report refers to female patient of the unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced the implant being broken before release (during the placement) and complication of device insertion. Upon receipt of technical investigation, event "the implant was broken before release (during placement)," interpreted as a device breakage and previously considered unlisted according to reference safety info for essure, was updated to listed (anticipated). All these events were considered non-serious. The event "the event was broken before release (during placement)" (assumed as device breakage) was regarded as near-incident due to the reported breakage. During difficult insertion, single cases have been reported of essure breakage. In this particular case, it was only mentioned that the implant was broken before release (during the placement) without details about this event. Thus, causality between the events above and essure use was considered related. Ptc final investigation: at the time of this medical assessment the technical investigation concluded "unconfirmed quality defect" and that reported event is anticipated event. Based on the info available, there is no reason to suspect a quality defect.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.